Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient's tined lead migrated further into the foramen causing lack of efficacy. The x-ray showed that there was significant lead migration. The patient tried reprogramming the device, but it was not effective. The patient had a revision for the lead. The placement of the new lead went well, and the patient is expected to recover and see improvement in efficacy. During a follow-up post revision, the patient stated that they began to see improvement and that their frequency had decreased and does not feel like the urgency is bad. The patient also stated that they are using less pads than before. There were no complications with the patient's original neurostimulator and everything is functioning as it should be.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient's tined lead migrated further into the foramen causing lack of efficacy. The x-ray showed that there was significant lead migration. The patient tried reprogramming the device, but it was not effective. The patient had a revision for the lead. The placement of the new lead went well, and the patient is expected to recover and see improvement in efficacy. During a follow-up post revision, the patient stated that they began to see improvement and that their frequency had decreased and does not feel like the urgency is bad. The patient also stated that they are using less pads than before. There were no complications with the patient's original neurostimulator and everything is functioning as it should be.